Manufacturer narrative:
(B)(4), currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels, blank display anomaly and constant tone. Customer¿s blood glucose level was 48 mg/dl. Customer treated their low blood glucose levels with a drink. Customer¿s current blood glucose level was 135 mg/dl. Customer was unable to troubleshoot for the constant tone anomaly because of the blank display anomaly. Customer replaced the battery on the insulin pump and the display remained blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.